Manufacturer narrative:
Initial and final MDR 1894849 - device 4 of 22. Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tubing detached and tubing came apart on event on (B)(6) 2024. Insertion site was abdomen. Location of detachment was at quick release. Infusion set has been used for 2-3 days. Blood glucose level was high. No further information available.